Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device with the same reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the mildly tortuous left common femoral artery was attempted with two proglide devices using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, cuff misses occurred with the two proglide devices. When the plunger was removed, no suture was attached to the needles. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the evar was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.